Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy the device fired scissored clips. It is unknown what vessel they were firing across. It was unknown how many times the device had been fired. They did not state that it was difficult to fire or any noise occurred. No other information was available. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.